Manufacturer narrative:
The cerelink microsensor (826850) was not returned for evaluation as the product was discarded ; therefore, an evaluation of the device could not be performed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. Additional information received stated that cerelink microsensor initial reading was 14mhg. After the negative readings, the cables were not switched, they verified the negative values by switching to the "icp" express an adding an offset of 500. The "icp" express values were the same as the cerelink (negative values). The microsensor was not replaced and was left in place and utilized the evd fct for icp monitoring. They didn¿t want to replace it for it was tunneled into the same burr hole as the evd catheter. The microsensor was removed on (B)(6) 2021. The patient was extubated, awake and alert upon discharge of the nicu, but did require a permanent shunt.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a patient received a cerelink microsensor via the dual placement technique on (B)(6) 2021. By day 6, the icp value drifted negative and remained negative for approximately 23 days. The values ranged from -4mmhg to -7mmhg. Per the physician the values were ¿unreliable¿. Microsensor was explanted on an unknown date.